Event description:
The nurse reported the vitrectomy probe connection was difficult. An unplanned vitrectomy was performed due to a posterior capsule tear. Multiple attempts were made for more information on the event and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and did not confirm the issue reported. The company service representative checked all connections (pneumatic and electric) related to the vitrectomy probe connector and no problems were found. The system was then tested and met all product specifications. A review of complaints for this system for the last 24 months did not indicate any additional reports for this system. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 12/04/2008.